Manufacturer narrative:
An event regarding a failed reamer verification checkpoint involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. -device history review: a review of the DHR associated with rio 479 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding checkpoint movement while broaching. There were no other reported events for the listed catalog number. Per the mps, "there was not a robot malfunction, the error was the surgeon accidentally moved the checkpoint between the start of the case and final results" the device was not returned to the manufacturer.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The pointy tip of the femoral checkpoint was contacted by the accolade ii femoral broaches while preparing the femoral canal. The surgeon noticed this when it occurred. It was pressed back in and the procedure continued. When assessing leg length and combined offset during final reduction results the leg length stated 17 mm longer than other opposite hip, but his clinical assessment using conventional methods determined the leg length was equal. He therefore removed the femoral checkpoint completely and ignored the data from the mako. The procedure was completed successfully using the conventional assessment methods with no further impact on the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The pointy tip of the femoral checkpoint was contacted by the accolade ii femoral broaches while preparing the femoral canal. The surgeon noticed this when it occurred. It was pressed back in and the procedure continued. When assessing leg length and combined offset during final reduction results the leg length stated 17mm longer than other opposite hip, but his clinical assessment using conventional methods determined the leg length was equal. He therefore removed the femoral checkpoint completely and ignored the data from the mako. The procedure was completed successfully using the conventional assessment methods with no further impact on the patient.